Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 29 cm solero applicator. During preparation, the applicator was successfully tested at 100w for 10 seconds. The applicator was laproscopically placed. The unit had been set for 140w for 4 minutes. After the third completed ablation, the probe was removed from liver without tip (separated at feedpoint.) No error messages had been received and the applicator had not been removed and inspected between ablations. Along with the applicator, graspers and a camera scope were used in the procedure as well. The tip was in the ablated liver tissue, therefore it was left in the patient and will not be removed per policy. The procedure was completed with another solero applicator. The physician has been using solero product for more than 5 years along with angiodynamics' habib and rfa.

Manufacturer narrative:
A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of tip of the applicator was fractured and detached was confirmed based on the provided procedure image. Although the image was provided, without receiving a probe complaint sample for evaluation a definitive root cause cannot be determined. Labeling review: the instructions for use, item number (16600972-01) which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in dec-2019 and the most recent service was: case (B)(4) on 27-jun-2022 for coolant warm error message. Error message could not be duplicated but low pump speed was root cause and corrected. Passed functional testing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).